Event description:
It was reported that the handle detached from the cannula during the end of the procedure. The cannula was successfully removed without the need for an incision. There was no clinically significant delay and no adverse consequences to the patient.

Event description:
It was reported that the handle detached from the cannula during the end of the procedure. The cannula was successfully removed without the need for an incision. There was no clinically significant delay and no adverse consequences to the patient.